Event description:
During exploration of junctional tachycardia, patient became hypotensive and ultrasound revealed a pericardial effusion. A pericardiocentesis was performed and the patient stabilized. The physician thinks the perforation could have occurred when he pushed the quadripolar inquiry too much in right ventricle.